Event description:
User reports the pinch valve popped off the pv-21 connector and water was leaking out of the tubing onto the floor and into the walkway. User said tubing appears to be split on the end and will not stay connected. No operators were harmed and no patient results were affected.

Manufacturer narrative:
The field service representative determined the cause to be defective tubing, which was replaced by the customer. The field service representative checked the new tubing and confirmed it was on correctly and visually inspected fitting. Customer reported no further events related to this issue.